Event description:
It was reported that a patient fell from the bed. It was further reported that the patient sustained a broken neck and a fractured hip. Upon evaluation, there was no malfunction found with the device.